Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg did not communicate with external devices following an unrelated procedure. Troubleshooting was done and a connection was reestablished. Therapy was restored.

Manufacturer narrative:
This field should not have been populated in the supplement as the issue does not apply to an existing CAPA.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.